Event description:
It was reported by service report that the customer alleged that the head end jack could not be pumped up. However, the foot end jack was still fully functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.